Event description:
It was reported that the insulin pump alarmed no delivery, and the alarm recurred the next day after an infusion set change. The caller did not know the blood glucose reading. The insulin pump was not available for troubleshooting. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.